Event description:
It was reported on (B)(6) 2025 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the dilator was unable to forward flush. The device did not make any patient contact. The sgc was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the observed deformed soft tip and braided shaft were unable to be determined. The investigation determined the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported on 28 may 2025 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc) (sgc0701; 41123a4004), the dilator was unable to forward flush. The device did not make any patient contact. The sgc was replaced with another device to complete the procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.